Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported that a one-link extension set's male luer detached from a non-baxter catheter during infusion. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection identified the reported separation. The initial evaluation confirmed the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.